Event description:
It was reported the pt has been experiencing shooting pain in her upper and lower extremities when stimulation is on. An impedance check revealed high impedance on several contacts. Reprogramming attempts were unsuccessful. X-rays revealed no anomalies. As a result, the pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.